Event description:
Pt had a mr exam. The pt was examined with sense body coil. After the examination, a second degree burn with a 2-3 cm blister was observed on the pt. There were no details provided on coil position. Only add'l info provided is that the cable of the coil touched the arm.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA. (B)(4).